Event description:
Healthcare professional reported right side implant exchange from textured to smooth breast implants due to the patient¿s concern with the product. Reason for explant listed on device tracking form indicated "capsules". Baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.